Manufacturer narrative:
(B)(4).. This report for a connection issue was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having setup concerns with the homechoice (hc) machine during initial drain. The home patient (hp) was concerned because he put the supply bag on a lower shelf of a cart and was afraid it was so full that it would burst. He said it became disconnected from the line. The technical service representative (tsr) advised the hp to start over with new supplies and call back for assistance bypassing initial drain. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the care giver (cg) regarding the reported event. The cg stated the cause of the disconnection was that they had placed the solution bag lower than the cycler which caused it to fill up with too much solution. The bag became so full the supply line came off. The cg stated their nurse advised them to keep the solution bags at the same level as the cycler to avoid this occurring in the future. Per the cg, they were able to start therapy over again with new supplies and the hp was doing well on therapy. There was no patient injury or medical intervention reported.